Manufacturer narrative:
Accidental spontaneous oxygen valve ignition causing severe burns requiring burn unit therapy. The valve is undergoing intensive and extensive investigation.

Event description:
This is an initial spontaneous incident report found in a newspaper in the (B)(6) concerning a female pt, of unk age, hospitalised in an intensive care unit. The initial information on this incident was received on (B)(4) 2011 but the type of valve was not communicated to the company until on (B)(4) 2011 an oxygen cd cylinder was used for providing respiratory oxygen while transferring the pt. The oxygen cylinder was placed between the pt's legs on the bed for transfer. When the valve, a gce combilite I vipr, 40 microns (combilite type 4 (boc part number 19317500)) for oxygen, was turned on, blue flames were seen coming out of the outlet. This caused 18% burns (both legs) to the pt and burns on the bed and the floor. The pt was transferred to the burns unit at (B)(6) hospital. The current condition of the pt is unk. The burns were assessed as a medically significant event. The valve is with (B)(4) health and safety executive for investigations. Linde gas north america llc has a 510 (k) for a similar, but not identical, product. FDA us will be informed. Additional information is expected.